Manufacturer narrative:
This report is submitted decmeber 30, 2019. - attachment: (B)(4).

Manufacturer narrative:
This report is submitted on november 19, 2019.

Event description:
Per the clinic, the patient experienced pain at the implant site resulting in an explant of the device on (B)(6) 2019. The patient was not reimplanted with a new device.